Event description:
The patient contacted lifescan in 2005 alleging that his one touch ultra meter would not power on. The medical affairs specialist mailed a letter in 2005 since the patient could not be reached. The insulin dependent patient could not recall when pt last tested with the reported meter. Pt obtained a 260 mg/dl on an unk device, while experiencing a dry mouth sensation, having blurred vision, feeling restlessness, and dizzy. Pt did not attempt to test with the reported meter, while experiencing symptoms. Pt was administered oral medicaiton. No further treatment was received. The patient obtained a relatively elevated result, experienced symptoms of high blood glucose, didn't attempt to test with the reported meter, and received treatment accordingly. Therefore, there is no indication that the product(s) contributed/caused injury or medical intervention. The customer service agent verified that the battery contacts were in good condition, the battery was replaced less than 1 year ago, the battery was correctly installed, and the correct type of test strips were being used. The csa walked the patient through pressing the power button and the meter did not power on. Due to the unresolved power issue, the complaint is being reported as a malfunction.